Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, a low water flow error message appeared caused by a leak in the anchoring balloon of the prolieve catheter. The prolieve catheter was replaced and the procedure was completed successfully. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.